Event description:
Medtronic received information regarding a pipeline flex with shield flow diversion stent that failed to open at the distal end. The patient was undergoing a procedure for flow diverter treatment of a c5 paraclinoid unruptured saccular aneurysm. The aneurysm max diameter was 13.6mm and the neck diameter was 8mm. Vessel tortuosity was severe. Dual antiplatelet treatment (dapt) was administered. It was reported that the pipeline and all accessory devices were prepared per the instructions for use (IFU). During deployment, the distal end of the pipeline stent failed to open. It was noted that less than 50% of the pipeline had been deployed when the failure to open was observed. The pipeline was resheathed more than 2 times but no other additional steps or devices were used to open the pipeline which was resheathed and removed from the patient's body with the microcatheter. The pipeline was replaced with a different size pipeline (ped2-475-25) which was delivered and deployed to successfully complete the procedure. There was no harm or injury to the patient associated with this event. No additional medical/surgical intervention was required and the event did not lead to or prolong patient hospitalization. Ancillary devices: penumbra bmx 8f 80cm guide catheter, marksman 0.027" 150cm microcatheter, synchro2 0.014" 200cm guidewire, sofia 6f 125cm catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information reported the healthcare provider (hcp) said, when the ped was sheathed in the microcatheter and taken out from the patient, she saw the ped conified and stuck distal. That¿s why she throws it away because it was contaminated. The hcp started the deployment in a straight segment of the middle cerebral artery (mca) m1 artery. But the distal structure of the pipeline never opened up. The patient's access was performed in a normal way, although the tortuosity was very severe, certain aspects could be corrected with the triaxial system, the marksman catheter was raised to the middle cerebral to begin to release the diverter in a straight segment of m1, but the crown of the diverter never opened, it remained collapsed despite lowering the entire system and begin to deploy in a middle segment of the implant, it never opened.